Event description:
This dentist's assistant handed him the tray with accu-dent xd material that had been mixed using the old accudent water measuring vial. The dentist thought the material was a bit runny, but used it. The material ran down the patient's throat and gagged her. The patient did not aspirate the material.